Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead implantation procedure. During procedure, the right ventricular lead exhibited high capture threshold and high impedance. Physician made several attempts to reposition the lead; however, the problem was not solved. The lead was not used and replaced. There were no adverse consequences to the patient prior, during, and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.